Event description:
The customer reported that he was hospitalized for high blood glucose levels, with a reading of 700 mg/dl. The customer experienced thirst, frequent urination, dizziness and memory loss. The customer stated that the insulin pump was squirting out insulin during the manual prime, and continued to drip after the motor stopped moving forward. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.